Manufacturer narrative:
A ge service rep performed an onsite investigation. The keyboard and the usb port coupler were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's keyboard and the associated usb port were broken and needed to be replaced. No pt injury was reported.